Manufacturer narrative:
Additional information will be provided once the investigation has been completed the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the c-mount portion of the scope came apart.

Event description:
It was reported the c-mount portion of the scope came apart.

Manufacturer narrative:
Alleged failure: cmount portion came apart. Confirmed failure: outer tube damaged (bent, dented),damaged distal cover glass,damaged/missing eyepiece. Probable root cause: ¿ thermal destruction of epoxy ¿ improper epoxy/curing process ¿ laser welding failure ¿ use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future re- occurrence. The device manufacturer date is not known.